Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts planned to replace the pump, and the caller intended to use manual daily injections as backup therapy to maintain insulin delivery.